Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. The customer was reported other blood glucose value such as 337 mg/dl, 407 mg/dl and over 600 mg/dl. The customer did experienced symptoms of high blood glucose value such as fatigue. The customer was treated for high blood glucose with manual injection and bolus. The customer was assisted with troubleshooting for high blood glucose level. Insulin pump had insulin flow blocked in past and low battery alarm, pump error, power loss. The devices will not be returned for analysis.